Event description:
It was reported that the asymptomatic patient presented to clinic after non-sustained rv oversensing was observed via remote transmission. The noise was reproduced in-clinic. High pacing lead impedance and high capture threshold were noted. Fracture was suspected. The lead was explanted and replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. A partial lead was returned in two segments for analysis. A fracture of the inner coil was noted at 43.0cm from the distal tip, consistent with cyclic stress. This fracture is consistent with the field observations of impedance anomalies, oversensing, and unacceptable threshold.